Event description:
The customer reported to olympus, the insufflator front panel lights were off when an alarm was triggered, and the device power went out when the sound came on. The device was inspected prior to use, the issue was found during an unspecified therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the front panel display was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that ¿the alarm sounds from the device, front panel turns off, and power shuts off¿ due to the faulty mainboard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Olympus will continue to monitor field performance for this device.